Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One video sample of a single lumen groshong catheter was provided for evaluation. The catheter is shown inserted in the arm of a patient. A syringe is attached to the luer hub and is being used to infuse a red tinted fluid. A bead of fluid appears to form approximately 7 cm from the proximal end and approximately 1 cm from the insertion site. Blood is visible on the drape surrounding the insertion site. The characteristics of the split could not be clearly inspected from the video. Possible contributing factors include sharp instrument damage, material fatigue caused by repeated kinking, and stylet damage. Since evidence of a leak was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "intensive ICU ward of hospital, patient: 2 beds, [omitted] , female, 87 years old, after biliary tract exploration, preparation for catheterization (model 7717405) on (B)(6) 2020, 38cm of catheter was found during catheterization if there is a leakage, try to keep the catheter. Due to the length problem, it fails to do so, so it can only be reinserted."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0484 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "intensive ICU ward of hospital, patient: 2 beds, [omitted] , female, (B)(6) years old, after biliary tract exploration, preparation for catheterization (model 7717405) on (B)(6) 2020, 38cm of catheter was found during catheterization if there is a leakage, try to keep the catheter. Due to the length problem, it fails to do so, so it can only be reinserted."